Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "small orifice regurgitation increasing phenomenon during transcatheter edge-to-edge repair: case series", was reviewed. The article presented a case study of a 68-year-old female patient with an exertional dyspnea, heart failure, severe degenerative mitral regurgitation. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation with a grade of 4+. An ntr clip was deployed on the mitral valve. A small orifice near the c1 area was enlarged. Mr was reduced to a grade of 1+. The patient was discharged. [The primary and corresponding author was daxin zhou, 1department of cardiology, zhongshan hospital, fudan university, shanghai, china, with corresponding email: daxin_zhou@163.com]

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the reported tissue injury associated was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article, "small orifice regurgitation increasing phenomenon during transcatheter edge-to-edge repair: case series", was reviewed. The article presented a case study of a 68-year-old female patient with an exertional dyspnea, heart failure, severe degenerative mitral regurgitation. It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation with a grade of 4+. An ntr clip was deployed on the mitral valve. A small orifice near the c1 area was enlarged. Mr was reduced to a grade of 1+. The patient was discharged. [The primary and corresponding author was daxin zhou, 1department of cardiology, zhongshan hospital, fudan university, shanghai, china, with corresponding email: daxin_zhou@163.com].